Event description:
Treatment provider reported of a female patient sustaining neurapraxia of the buccal branch of the facial nerve 5 days post quantum rf procedure, manifested as "difficulty with drinking from a straw, some difficulty with brushing her teeth and some issues with word enunciation. ". On the provided photos, an elderly female patient presented an asymmetrical smile, with the left side not contracting upwards.

Manufacturer narrative:
The customer declined service inspection of the device and confirmed the device functions properly with no technical issues. Investigation attributed the root cause to an incorrect usage of the quantum rf handpiece. Although following quantumrf the patient was also treated with morpheus8, the reported neurapraxia is attributed to quantumrf device only, due to morpheus8's fractional superficial mechanism of action, whereas neurapraxia is a known risk of the invasive rfal procedure when working in the "no fly" zone, in proximity to the branches of the facial nerve. Additionally, the operator utilized a rather aggressive treatment settings for quantum rf, exceeding our recommended protocol (second pass on a lean face and too many pulses which resulted in excessive total energy delivered to the area). Altogether, this contributed to the observed neurapraxia. Nevertheless, from our previous experience, such condition is of a transient nature, and indeed, per latest update of 1 week post tx, the patient's condition is improving. A retraining has been scheduled for the clinic and inmode will continue to monitor patient's recovery progress.